Event description:
The co rep reported that during a routine check of the unit, the unit had a vacuum leak. The co rep observed that the unit failed the k5 vacuum section of the safety disk leak test. The unit's vacuum peformance was over the 125mm hg threshold (129 and rising). No pt was involved.